Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error. The insulin pump was stuck in the prime/fill menu. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with motor error alarms during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The motor passed the motor test. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.